Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that there was shocking. There was no trauma or fall that could be related to this issue, but the patient had had some weight gain. The patient was unable to turn the implantable neurostimulator (ins) down or off due to an issue with the programmer. Troubleshooting could not be performed. It was noted that the patient only turned stimulation on to go to the bathroom and stimulation off when she was done. The patient had turned stimulation on for that reason and noticed the shocking. This occurred today, (B)(6) 2016. A nurse asked for a manufacturing representative (rep) to be paged to have the device turned off in the meantime.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.